Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that high upper sensor rates were occurring while the patient was lying in bed or doing light work or walking. The pacemaker remains in use. No patient complications were reported as a result of this event.